Event description:
Philips received a complaint on the v60 ventilator indicating that the power cable had a higher resistance than allowed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device and observed that the resistance of the power cable was beyond the limit allowed by the electrical safety test. The bse determined that the power cable needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
The bench service engineer (bse) serviced the device at a bench service center. The power cord was replaced to resolve the electrical resistance issue. Following the part replacement, the bse completed a performance verification test (pvt), which the device passed before being returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.